Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Reportedly, the customer was unsure of the cause of the low bg; however, suspected it was maybe due to the pump settings needing adjustment. To treat low bg level, the customer consumed sweet tea. Recommendation was made to consult with health care provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user on (B)(6)2018. A cartridge change sequence was completed at 11:58 am. There were no basal rate adjustments; the basal rate throughout the day was constant at 0.60 units/hour. User made a bolus request while still having insulin on board (iob). Complaint could not be confirmed. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. It is possible the user¿s personal profile settings need adjustment. Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.